Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform the displacement test due to no button response. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons were unresponsive. Customer's blood glucose was unknown. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.